Event description:
It was reported that pocket erosion occurred. The implantable cardioverter defibrillator (ICD) was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Product event summary: the device was returned, analyzed and no anomalies were found. Concomitant products: product ID: 4592-53, implantable pacing lead, implanted: (B)(6) 2013; product ID: 419388, implantable pacing lead, implanted: (B)(6) 2013; product ID: 694765, implantable tachy lead, implanted: (B)(6) 2013. (B)(4).